Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call experiencing high blood glucose of 31 mmol/l the day before. The customer had used the infusion set of 24 hours but was unable to deliver a bolus at breakfast. Customer complained about having bent cannulas on the infusion sets. Customer stated that this occurs after a night of sleep and usually once a month. The customer stated they had tried different infusion set types. Customer was advised that the clinical specialist would be contacted for assistance.